Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of loss of low voltage output and intermittent sensing were not confirmed. As received, a device near beginning-of-life (bol) was returned for analysis. Electrical ,mechanical tests, longevity assessment, and capture tests did not identified any anomalies.

Event description:
Related manufacture reference number: 2017865-2020-05583. It was reported that the patient experienced repeat syncopal episodes. Upon performing a 24 hour holter, pacemaker stimulation failures were noted. The specialist concluded the pacemaker was dysfunctional. During investigation, right ventricular lead exhibited undersensing. The pacemaker and lead were explanted on (B)(6) 2019. The patient was discharged from hospital.